Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Filling issue was not observed during evaluation. Leak observed from the drain port. Drain valve was replaced. Unit was evaluated for functionality per (B)(4) rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR review is not required as reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not do fill reservoir and retrieve gel pad's water. Per review of wo on 14nov2024, there was no patient involvement. Per follow up information received via task on 14nov2024, the device would be sent to imi. The issue has not been resolved yet. Per sample evaluation results received via task on 07apr2025, it was reported that the leak observed from drain ports.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not do fill reservoir and retrieve gel pad's water. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via task on (B)(6) 2024, the device would be sent to imi. The issue has not been resolved yet.